Event description:
A report was received that the patient is having difficulties in aligning the charger with the ipg. The ipg seems to be very deep and tilted. The patient will undergo a pocket revision.